Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation to treat atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that the air tightness of the sheath was not good. Air bubbles were observed in the flushing line of the sheath. No patient complications occurred. Farawave ablation catheter had been inside the sheath prior to, and or at the time, the air was observed. A pressure bag was used for irrigation and no fluid leak was seen. The product is expected to return for analysis.

Event description:
It was reported that during the pulse field ablation to treat atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that the air tightness of the sheath was not good. Air bubbles were observed in the flushing line of the sheath. No patient complications occurred. Farawave ablation catheter had been inside the sheath prior to, and or at the time, the air was observed. A pressure bag was used for irrigation and no fluid leak was seen. The product was received for analysis and investigation is still in progress. It was further reported that the procedure was completed using a different faradrive sheath and patient information was provided.

Manufacturer narrative:
Additional information was provided in section a patient information and b5 describe event or problem.

Event description:
It was reported that during the pulse field ablation to treat atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that the air tightness of the sheath was not good. Air bubbles were observed in the flushing line of the sheath. No patient complications occurred. Farawave ablation catheter had been inside the sheath prior to, and or at the time, the air was observed. A pressure bag was used for irrigation and no fluid leak was seen. The product was received for analysis. It was further reported that the procedure was completed using a different faradrive sheath and patient information was provided.

Manufacturer narrative:
Investigation summary: boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valves, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design. Boston scientifics investigation determined the tears in the silicone of the hemostatic valves most likely caused the leaking observed clinically and was likely attributed to the device design.